Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and the touch screen became cracked and unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate pump for insulin therapy.